Event description:
Had the lifestyle lift procedure. Was told that I could return to work the next day. Face swelled to 2-3 times normal size, was bruised, black and blue for 6 weeks. Could not open mouth or eyes. Stitches kept opening due to large amounts of fluids in face and neck area. Was bleeding from incision area for 2 weeks. Doctor was inserting a syringe into my face and neck to remove fluids for 10 days. Doctor punctured salivary gland with syringe. Doctor gave me medication to stop me from salivating. Face became hard. After 10 days without any changes, went to an ear nose throat doctor. Took me off the prescription to stop me from salivating and started a regime to encourage salivation. -hot compresses, sucking on lemons-. Some improvement but still have 1 droopy eye from procedure. Face still gets hard. Asked doctor how long it will take to heal. Told me it could take a year maybe it may never fully heal and I might always have times when face gets hard. Diagnosis or reason for use: heavy eyelids.